Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of output. The device was not used and a new device was successfully implanted. Patient was stable and no adverse events were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.